Event description:
Event reported by hcp of "intradural granuloma". Pt has history of successful use of intrathecal medication in 1981 - 1983. Current devices implanted 1999. Patient receiving mso4, clonidine and bupivicaine in pump. Symptoms experienced included recent excalation of intraspinal dose, increase of patient's usual symptoms - increased pain, lumbar radicular pain, and new bilateral left leg weakness. The catheter was removed in 2001 and operative findings included a 1 cm spherical mass adherent to dural and spinal cord found at the t10 level. The patient status at present includes neurological impairment of the left extremity.